Event description:
It was reported that the patient's ipg had flipped in the pocket. The patient underwent a battery replacement procedure. The patient was doing well postoperatively and had great coverage. The ipg was disposed by the medical facility.